Manufacturer narrative:
D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the heater-cooler system 3t. A livanova field service representative was dispatched to the facility to investigate the device. Console displays ee06 on both cardioplegia and patient control panel. Visual inspection reveals patient 1 pump is frozen, the circulator motor is frozen, and cold cardioplegia pump is not running. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed error meaning pump 1 uses too much power (ee06 error) during a procedure. There is no report of any patient injury.

Manufacturer narrative:
Livanova field service representative dispatched to the customer's facility was able to confirm the reported issue: frozen circulator motor. In order to solve the detected issue the stirrer motor, patient pump 1, cold cardioplegia pumps and the distribution board ul 510 were replaced. Moreover, it was reseated connections on cpu board. All functional tests positively passed and the unit was put back into service. A complaint database review was performed and identified that unit was installed since 2015 and no other similar event was reported since its installation. Based on above, it cannot be ruled out that the root cause of the reported event was most likely due to an electronic pcb defect of the involved motors. This led to the defect on the safety resistors for the pump on the distribution board. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.